Event description:
It is reported by a mitek affiliate that a portion of the ceramic tip of a mitek vapr se electrode broke off into the pt and was retrieved. There was no pt consequence as a result of this event.